Event description:
It was reported that the case involved a direct stent procedure on patient who suffered a complete occlusion in the rca; tortuousity and calcification were heavy. The physician attempted to deploy the stent but the image was not satisfacory; there remained a place (length of 1 or 2 struts) not completely deployed. Using a "very high pressure" applied by a balloon catheter, the physician attempted to finalize the deployment, but that was not successful. Because blood flow was present, the physician decided to try later using another technique. In 2003, the patient was again in operating room. The physician started the procedure and he observed a re-occlusion in the same place (now inside the stent), and he was trying to introduce a guide but while doing that, the heart entered into arrhythmia. Despite all efforts it was not possible to clear the problem and the patient died. From discussions with the physician, it seems that the device was not defective but that the calcification was too "stiff" and it could not be opened.